Event description:
It was reported that this right ventricular (rv) lead was suspected of high out of range pacing impedance and high capture thresholds. Technical services (ts) recommended device troubleshooting. This rv lead remains in-service at this time and the investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this right ventricular (rv) lead was suspected of high out of range pacing impedance and high capture thresholds. Technical services (ts) recommended device troubleshooting. This rv lead remains in-service at this time and the investigation will be updated when further information becomes available. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.